Event description:
It was later reported that there was a rapid temperature spike to 79.4 degrees c within 2.23 seconds.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atrial fibrillation procedure, the sphere catheter was being used to ablate the anterior mitral isthmus. While using radiofrequency energy close to the valve, a steam pop was felt. The procedure was temporarily interrupted, and the catheter was withdrawn from the body. There was no evidence of char on the catheter. The catheter was reintroduced. The case was completed. No patient complications have been reported as a result of this event.